Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was experiencing extreme pain with the device and needed a physician to check it. During a call with patient services the patient stated that over the last couple months, the patient has been experiencing a lot of issues with the stimulator and not sure if it is normal or something patient is doing. The last 6-8 months anytime patient lays down flat on their back with their legs down or taking a bath the big toe on the left foot starts involuntarily bouncing up and down. On the left side of the vagina, the patient gets a super intense sharp pain that is so bad patient has vomited afterwards. Its worse laying on hard surfaces as opposed to patient's bed. In 2020 patient had left si joint fused and after this patient started leaking again and symptoms started with their toe. In the last month or so patient has had abdominal pain and some of the symptoms they had prior to getting the stimulator. The patient has been peeing on themselves again and getting up 3-4 times at night. The patient saw the doctor after fusion surgery and they said "there is a little whoopty woo" in the lead but patient is not sure what the doctor meant exactly. During the call, the patient switched to program 2 and felt the urge to pee. Patient services redirect them to their doctor if issue persists.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1rv32, implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 31-may-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.